Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface console and motion control unit board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a movement error at boot up. No patient injury was reported.